Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device was implanted in a healthcare facility in (B)(6). (B)(4). Report source: other: (B)(6) adverse incident report reference no (B)(4). This complaint was submitted to iric (incident reporting and investigation centre) by tertiary centre and was then submitted to bsc; (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit mesh tape device was implanted into the patient during a retropubic tape insertion procedure. According to the complainant, the patient was referred to the complainant due to chronic mesh pain post implantation. The patient then underwent total mesh removal on (B)(6) 2020. The total mesh removal procedure went well. The patient was then sent home.